Event description:
It was reported that the pt developed an infection and wound dehiscence. The pt's device was covered with fibrinous exudate. The healthcare provider confirmed that the pt experienced drainage, pain and incisional wound opening. The primary location of the infection was at the device pocket. A culture was obtained from the device pocket. The type of organism was staph aureus. Oral and IV antibiotics were administered and the total device system was explanted.